Event description:
The customer reported the system failed to boot up. The fse noted the system displayed a precharge error at boot up. This condition results in automatic system shutdown. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were found weak and the charger was checked during the service call. The reported issue is currently under investigation.